Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female patient to report an inability to perform a baseline ECG recording. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (inability to baseline) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the inability to complete baseline ECG recording is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.